Event description:
It was reported the was in the hospital and their healthcare professional wanted an MRI done as pre-surgical planning for another de ep brain stimulation ¿lead/system¿ to be placed. The reporter stated it was unknown if this was replacing the current system or if there was a current system issue. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2007, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 3389-40, lot# j0216982v, implanted: (B)(6) 2002,: product type: lead. (B)(4).